Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had a latch issue, and the latch needed replacement. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a latch issue. A field service engineer replaced the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.